Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose levels. Customer stated that the nurses believed it was due to bent cannulas and also stated that the serter device was not releasing the sensor properly. The customer's blood glucose level was 800 mg/dl at the time of incident. No symptoms were reported. The customer was wearing the device at the time of admission. The cause of the event was thought to be due to bent cannulas. The customer was treated with an insulin drip. Troubleshooting was not completed. The customer was advised to monitor the issue and call back if it recurred. The customer's serter was replaced and will be returned.